Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16364 and 16365. The patient has two occipital leads (off-label use). It was reported the patient lost stimulation and could no longer increase the stimulation amplitude. Diagnostic testing revealed low impedance readings on multiple contacts. Reprogramming was unable to provide right sided coverage, and the patient also feels stimulation in his cervical region. Follow-up indicated surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.